Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration despite multiple reprogramming. The patient underwent an explant procedure. The explanted device was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.